Event description:
Provider alleged poppet valve is leaking.per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the pilot valve poppet leaking. Additional malfunctions were the inlet filter was dirty and the cabinet filter was missing.